Event description:
It was reported that the pace/sense impedance on the right ventricular lead was fluctuating. The patient was taken in for a revision and when the lead was tugged on it came out of the header of the device without loosening the set screw. The impedance was fluctuating because the lead was not secured in the header. The connection was fixed and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Max v pace impedance rises from an approximate baseline of 500 ohm to greater than 1500 ohm the week ending 08 oct 2013.

Event description:
It was reported that the pace/sense impedance on the right ventricular lead was fluctuating. The patient was taken in for a revision and when the lead was tugged on it came out of the header of the device without loosening the set screw. The impedance was fluctuating because the lead was not secured in the header. The connection was fixed and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 5076 implantable pacing lead 2005 (B)(6). (B)(4).